Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation for the complaint of dull blades; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported final lot number has been performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. A sample was not returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull and damaged cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested and received. (B)(4).

Event description:
A nurse reported that several blunt knives were noted during separate surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient. Additional information has been requested and received.